Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. Device evaluation: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the unspecified bd infusion set had damaged tubing. The following information was provided by the initial reporter: ivf fluid leaking out of blue plastic connection/IV channel on the pump. Pct called rn into room liquid leaking out of ivf channel out of the hard blue plastic top/crown connection that sits in the channel. Appears to be a crack or hole that fluid was shooting out of.